Event description:
A us distributor contacted zoll to report a patient injury. The (B)(6) year old male patient developed open blisters underneath the lifevest. A follow-up on (B)(4) 2015 indicated that the blisters had broken open and were worsening. The patient received a prescription for the skin condition from his physician. A follow-up on (B)(4) 2015 indicated that the patient had not developed any more blisters and was more comfortable. The patient has diabetes and the blisters were slow to heal. The patient was issued replacement garments.

Manufacturer narrative:
Device evaluation electrode belt sn (B)(4) was not returned for investigation and continued to be used by the patient. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.